Event description:
It was reported that intra-aortic balloon catheter (iab) was being inserted for pt support during an operation. While in the cardiac cath lab the iab was prepped. While using the dilator in the pt's left femoral artery, the dilator split. There was another dilator in the kit and so the second dilator was tried and this dilator split as well. As a result, the md opened a new kit and the procedure was completed. There was no reported pt death, injury or complications. Medical/surgical intervention was not required. There was no reported delay/interruption in intra-aortic balloon pump (iabp) therapy. The pt outcome is listed as fine.

Manufacturer narrative:
(B)(4).